Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a spontaneous report by a consumer from (B)(6) of not feeling well and peritonitis in a patient coincident with dianeal pd4 ambuflex (dianeal pd4 sys ii w/1.5% glucose) and extraneal viaflex therapies, intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient stated that while on a cruise, her machine broke down which caused her to retain dialysis solution for three days. As a result, the patient experienced not feeling well and peritonitis. On an unreported date, the patient was admitted to the hospital. It was not reported if remedial therapy was rendered or if dianeal pd4 ambuflex and extraneal viaflex therapies were ongoing. At the time of this report, the patient remained hospitalized. It was unknown whether the events of not feeling well and peritonitis resolved. The consumer considered the events of not feeling well and peritonitis to be related to dianeal pd4 ambuflex and extraneal viaflex therapies. The reporter declined to provide further information.